Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. . Customer's blood glucose value was 260 mg/dl at the time of the incident. Customer stated the insulin pump was asking for him to change the battery and still it was blank. Customer also stated that insulin pump receive pump error alarm and they were able to successfully clear the alarm also able to complete pump rewind. Customer stated that self test was passed. The device will not be returned for analysis.